Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during a subsequent follow-up, the post-paced t-wave oversensing continues to observe. Programming changes were recommended. The patient is asymptomatic. Device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Post-paced t-wave oversensing was observed via stored egm. Programming changes were made; device remains implanted.